Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the first valve was implanted at an acceptable depth of 6mm there was moderate paravalvular leak (pvl) so the physician did a post balloon dilation (bav) without any success. A second valve was implanted successfully valve in valve reducing the pvl to mild. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.